Manufacturer narrative:
Siemens investigated an outside of the us (ous) customer complaint of an elevated atellica im high-sensitivity troponin I (tnih) lot 104 result (201 ng/l) on a 19-year-old male patient that was lower on an alternate method (12 ng/l.). Quality control was (qc) was within acceptable range at the time of testing. The patient was tested 4 times over 5 days and the elevated atellica im results were repeatable, above the 99th% of 45 ng/l as listed in the assay instructions for use (IFU). The patient sample was not returned for further investigation as the sample had exceeded stability specifications. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. According to the assay IFU: "ctn values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of ctn levels characteristic of ami. The demonstration of a temporal rise and fall in ctn, along with clinical assessment, is needed to distinguish ami from ctn elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." "Results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." "Heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the investigation, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue is resolved by routine troubleshooting.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported observation of an elevated (> 99th %ile) atellica im high-sensitivity troponin I (tnih) lot 104 result on a patient sample (sid (B)(6) that was reported to the physician and questioned. The customer retested the same sample on an alternate method and the result was lower and considered correct. A corrected report was issued. Previous test data for this patient was provided as part of the investigation. Those results were lower than the sid (B)(6) atellica im tnih result, but higher than the alternate method result. Additionally, a sample, which is yet to be confirmed as being processed at the customer site, was sent to a different laboratory for testing (unknown method) which generated a low result similar to the alternate method result. There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated (> 99th %ile) atellica im high-sensitivity troponin I (tnih) lot 104 result on a patient sample (sid (B)(6) that was reported to the physician and questioned. The customer retested the same sample on an alternate method and the result was lower and considered correct. A corrected report was issued. Previous test data for this patient was provided as part of the investigation. Those results were lower than the sid (B)(6) atellica im tnih result, but higher than the alternate method result. Additionally, a sample, which is yet to be confirmed as being processed at the customer site, was sent to a different laboratory for testing (unknown method) which generated a low result similar to the alternate method result. There are no allegations of patient or user intervention or adverse health consequences due to the event.